Manufacturer narrative:
Device problem code: (B)(4). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.0/2.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022 . The lens was replaced with a longer length lens due to low vault on(B)(6)2022 . This resolved the problem. Cause of the event is reported as unknown.